Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while looking at the infusion set, it was noticed that the tubing and the site connector came undone. This had happened with the last 3 sets coming from 2 different boxes. Upon investigation of the returned used devices (3 sets), it showed that the tubing was detached from the tubing connector. No further information available.